Event description:
It was reported that the customer's pump case would not clip securely. Subsequently, the pump case fell, causing the infusion set to be pulled out. The pump fell into the sea. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.